Event description:
During a procedure, it was reported that the anchor did not deploy. The first anchor was not usable as the button was stuck. When the surgeon used the second anchor pushing the button, both implants were pushed away from the needle. Both anchors were removed from the patient and a third device from another lot number was implanted without any issues.

Manufacturer narrative:
Device not returned for evaluation. Evaluation, method: device not returned for evaluation. Result - no conclusion can be drawn. (B)(4).